Manufacturer narrative:
The patient elected to have tachy therapies turned off altogether, given their age. The physician did not do a maximum energy shock test. Both the device and elad remain implanted at this time. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.

Manufacturer narrative:
This device was later explanted and returned for analysis with no adverse patient effects or new clinical observations. Upon receipt at our post market quality assurance laboratory the device was analyzed for the previous observation of low shock impedance. It was verified that no record of low shocking impedance was found in the device memory. The device passed all functional testing. The device and battery behavior match that of units that reach elective replacement indicator (eri) /end of life (eol) prematurely due to a higher than expected cell impedance increase.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) in association with the transvenous right ventricular (rv) lead did exhibit less than 20 ohms shock impedance measurements during routine office follow up. Dailies indicated impedances in the 50 ohms range, which was the lowest ever indicated. This lead had been implanted for more than ten years. The physician discussed with the boston scientific technical services consultant the possibility of a shorted lead condition and what that might mean if a shock were delivered.